Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a procedure. According to the complainant, during the procedure, when the physician deployed the band, "the band was sticking on the string (on the bander)," which obstructed the field of view. However, the procedure was able to be completed with this speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.